Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as peritoneal dialysis being performed by an individual without proper training. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date the patient was treated with vancogen injection 1 gram intraperitoneally (frequency and duration not reported) and pepramicin (dosage, route, frequency, and duration not reported) for the peritonitis. The patient was recovered from the peritonitis event. It was not reported if the patient and/or care giver was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.